Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the clinic was unable to do a pump filled due to the pump flipping. They scheduled a pocket revision and when they opened up the pocket they found that she had an active infection and made the decision to remove the entire pump and catheter.